Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that the pcus are unexpectedly shutting down with error of 800.8000. There was patient involvement, but the outcome is unknown. Additional information was provided during an on-site visit by manufacturer representative on (B)(6) 2026. Issues took place over a two-week period starting at the beginning of april in the cardiac surgical intensive care unit (csicu). Clinicians reported there did not appear to be any precipitating factors. It wasn¿t during programming it was always after the infusions had been running for a while and they would suddenly go into this communication error. Nurses reported that the modules sometimes continued to run until they pushed the system on button that had a flashing a red light next to it. It behaved like a system error but there was never a message on the pcu that it was a system error. Clinicians reported local wi-fi work was being done at the time of the events.